Event description:
It was reported that the 9800 system will not fluoro and maximum technique displayed. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the igbt snubber assembly. The system was tested and found to be working as intended and placed back into service.